Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: colombia. When using the device in the procedure, it did not staple on the skin of the patient. Also, it has occured that when placing the hooks, they open.

Manufacturer narrative:
Samples received: 1 open and used stapler. Analysis and results: there are no previous complaints of this code-batch nor units in our stock. We have received one open and used sample. 1) visual inspection of the returned stapler: 7 pieces of staples were left inside the cartridge. The latch and spring hook were hooked properly. There was no noticeable dirt or scratches. 2) disassembled components check of the returned stapler: no problem was found with the measured values of each component of the returned stapler. Right side groove of the ram was deformed. - both corners of the anvil were worn. 3) reproducibility test staple release test of the returned stapler: the 7 pieces of remaining staples inside the cartridge were released properly. Reproducibility was not observed. As the result of the investigation, no problem was found with the production record or measured values of each component. Rounded corners of anvil and deformed groove on ram were observed with the returned stapler. However, reproducibility was not observed with the returned stapler. It is highly probable that an unexpected overload of pressure was applied to the products during application and some of the components were damaged causing the malfunctioning under unexpected situation. Final conclusion: although reproducibility was not observed with the returned stapler, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.